Event description:
It was reported that the ilet screen became cracked while in the user¿s pocket with keys, after which the touchscreen was unresponsive and the device could not be operated. Symptoms included no clinical symptoms. Outcomes included no impact on health, and the user used backup therapy. Investigation included review of complaint details and device history. Investigation of this case revealed physical damage to the display consistent with external impact and no indication of manufacturing nonconformance. It was concluded that the event was caused by external physical damage to the screen and was not device-related malfunction.